Event description:
The customer reported that an 840 ventilator had an blank screen. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicated the reported failure. No parts were replaced. The unit passed extended self testing.